Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
The customer reports that they had no fluoro image on either monitor at the beginning of the day. This facility did not have to cancel any procedures, but was able to use an olympus monitor for endoscopy. No reported injury.